Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced erosion of her device. No specific details were mentioned. The patient also noted that she had a blood blister and a subsequent infection in regards to a stimulator. No timeline or serial given.